Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient mentioned in passing that he saw the ¿doctor¿ screen on his patient programmer but didn¿t know the codes associated. The date that the patient saw this screen also remains unknown. Thepatient was going to have imaging done on the day of the report because the patient suddenly started experiencing the stimulation sensation ¿biting him¿ and aching/throbbing in the low and mid back starting about a month prior to the report, confirmed as (B)(6) 2018. There were no falls or trauma that prompted this. There were no further complications reported.